Event description:
It was reported that the bd syringe 10ml ll s/c 200 had foreign matter. The following information was provided by the initial reporter: material#: 302995. Batch#: 5121242. Verbatim: customer received syringe with black ink on the outside of the tip and luer connection of the syringe.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter. A quality concern was reported involving the presence of black ink on the exterior of the syringe tip and luer connection. To support the investigation, one photograph and twelve 10ml luer-lok syringes were submitted for evaluation by the quality team. Of the twelve syringes received, ten were fully assembled and appropriately packaged, while the remaining two were fully assembled but received loose. Upon visual inspection, all samples exhibited ink smearing, primarily located on the barrel collar and flange. The photograph provided corroborates the condition observed in the physical samples. The ink smear is associated with the syringe marking process. A review of the device history record was conducted for material number 302995, lot 5121242. The review confirmed that all visual inspections were performed in accordance with established requirements, with no quality notifications related to the reported condition. The lot was inspected and accepted per the inspection control plan, approved for shipment, and found to be in compliance with product specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.